Event description:
It was reported that the wheel on the rollator fell off and end user fell. She was hospitalized for eval. No fracture and no serious injury found.

Manufacturer narrative:
The end user was sitting on the rollator and the wheel broke. This caused her to fall and hurt her hip. She was taken to the hospital and admitted for eval. It was determined to be a soft tissue injury. It was reported that the end user would ride on the rollator to get from one location to the next. The current owner's manual expressly prohibits self-propelling while seated or moving the rollator while sitting on the seat. The incident was caused by user error. However, due to the reported hospitalization that took place after the end user's fall, this medwatch is being filed.